Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils and a smart coil using a non-penumbra microcatheter. The physician then was unable to advance another smart coil out of the tip of its introducer sheath and into the hub of the microcatheter. The smart coil was therefore removed, and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two coils and a smart coil using a non-penumbra microcatheter. The physician then was unable to advance another smart coil out of the tip of its introducer sheath and into the hub of the microcatheter. The smart coil was therefore removed, and the procedure was completed using a new smart coil and the same microcatheter. It was reported that the proximal end of the smart coil was compressed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was intact. The pusher assembly was bent approximately 99.0 cm and 118.5 cm from the proximal end. The proximal end of the sheath was on the flexible segment of the pusher assembly. The embolization coil was compressed on its proximal end within the sheath. An ovalization was present on the introducer sheath approximately 6.5cm from the proximal end. Resistance was encountered while attempting to advance the smart coil out of its introducer sheath and the smart coil could not be advanced any further. Conclusions: evaluation of the returned revealed offset coil winds and an ovalization on the introducer sheath. An ovalization was present on the introducer sheath. If the introducer sheath is damaged, this could contribute to resistance experienced when attempting to advance the device. If the device is subsequently forcefully advanced while experiencing resistance, damage such as offset coil winds on the proximal end of the smart coil may occur. Additionally, these offset coil winds and introducer sheath damage may have contributed to the difficulty advancing the device during the procedure and during functional testing. Further evaluation revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath and allows the introducer sheath to properly seat on the smart coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, this may contribute to the reported difficulty advancing the smart coil out of its introducer sheath. Further evaluation revealed bends along the length of the pusher assembly. Based on the reported complaint the bends are likely due to forcefully advancing the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.